Event description:
Boston scientific received information that during a follow up visit, this device displayed end of life (eol) battery status and magnet rate of 85. Eol had been reached one month earlier. During the previous visit six months earlier, one and one-half year remaining longevity and magnet rate of 100. There was concern that the battery depleted more rapidly than expected. No adverse patient effects were reported. The patient with this device remains hospitalized until device replacement.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
When the device has been removed and returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery had reached elective replacement indicators while implanted. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. In addition, analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.